Event description:
I was using the amo complete moisture plus and for weeks I had redness of the eyes and itching. I asked my friends if they thought I had pink eye. I then began to lose site in my right eye. Took out my contacts, still could not see out of my right eye -smoky vision-. I woke up the next day with extreme pain. I went to the eye doctor and he said my cornea was all scratched up and I needed to get my meds to repair this. I did nothing to my eye to cause this problem. I started to use the meds but, the pain got worse, my eye swelled up, then swelled close. I had a friend stop by and see how I was doing and they noticed I was using amo solution. I was totally unaware there was a recall on this solution. I have been to the emergency room, where I was given a different antibiotic solution and now several dr. Appointments later, I hope my eye is getting better. I still do not have full sight in my right eye, but I was told it may take a while. I have missed work because I could not see. Dates of use: one month in 2007. Diagnosis: to clean and store contacts.